Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at 7.5 volts at 1 millisecond. It was noted that the patient is not pacer dependent. Additional information indicated that a revision procedure was performed and this lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection noted set screw marks on the is-1 terminal pin, the distal and proximal high voltage terminal pins. No discernable set screw marks were noted on the is-1 ring. There was a cut noted in the trilumen insulation. The clear medical adhesive was torn/separated from the gore covering at the proximal end of the proximal spring electrode and the proximal spring is stretched at this point. The proximal end of the distal spring electrode is separated from the lead body insulation. The lead was twisted which is indicative of overtorque during extraction. It was noted that the terminal pin no longer turned freely. An x-ray of device terminal end reveals the rs- conductor coil is deformed/offset at the distal end of the terminal pin assembly.